Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was investigated by our field service engineer at the hospital. No errors was duplicated during the onsite investigation. The ventilator device logs were downloaded and sent in for evaluation. The review of the logs show that the device generated a technical alarm indicating a turbine module failure during ventilation. The generation of this alarm happened on 2020-12-10 and on 2020-12-12. On both occasions, the device switched to 100% oxygen delivery since the delivery of air gas through the turbine failed. This issue has been investigated before and our investigation concluded that a defective turbine in the turbine module caused the unit to generate a technical alarm. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. This issue has proven to have an intermittent nature. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine failure while it was connected to a patient. There was no patient harm. (B)(4).